Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after implant and exhibited high pacing thresholds with loss of capture. No asystole was observed as the patient is not dependent. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.